Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased pelvic pain. The patient reported to an ob-gyne for several tests and it was thought that the pelvic pain was from the ipg. It was also reported that the patient had some desensitizing on the pelvic area as well and was believed to be also caused by the ipg. The patient underwent an explant of the ipg and lead. It was reported that after the explant, the patient still had desensitizing at the pelvic area but that it had improved slowly.

Manufacturer narrative:
Correction to the initial MDR that the pelvic pain and the explant procedure were already reported in the related issue (MFR report #: 3006630150-2015-02971).

Event description:
A report was received that the patient was experiencing increased pelvic pain. The patient reported to an ob-gyne for several tests and it was thought that the pelvic pain was from the ipg. It was also reported that the patient had some desensitizing on the pelvic area as well and was believed to be also caused by the ipg. The patient underwent an explant of the ipg and lead. It was reported that after the explant, the patient still had desensitizing at the pelvic area but that it had improved slowly.